Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 550 mg/dl. The customer¿s other blood glucose level was 351 mg/dl. The customer stated that reservoir compartment was broken and the reservoir lip ring was unable to lock in place. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer was treated with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device passed the prime test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.